Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 585 mg/dl with large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the basal delivery totals in the total daily dose did not match the active basal program total. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: the total daily dose history for (B)(6) 2017 appeared to be inaccurate due to a temp basal program being run. The pump was exercised for 24 hours with no issues. After testing, the pump showed the correct amount of basal delivery. The total daily doses added up to the programmed basal rates. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.